Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on additional information received on 11-oct-2018. It was reported that the coil was stuck in the catheters tip during removal. The target lesion was located in the severely tortuous internal iliac artery (iia). A 15mm x 25cm interlock-35 coil was selected for use for the abdominal aortic aneurysm procedure. During the procedure, it was noted that the coil came out from the unspecified angiographic catheter and it coiled up two times. However, after that, the physician couldn't roll the whole coil well and the coil didn't come out from the catheter completely. The coil was therefore simply removed, but in the process it was noticed that the coil became stuck in the catheters tip and there was coil protrusion noted at the tip of the catheter upon removal. The procedure was completed with different device. No patient complications were reported.